Event description:
It was reported that during an open supracervical hysterectomy procedure, the surgeon was doing the surgery and while using the device, he closed the jaws down on the round/broad ligament and started the firing sequence. The device would not fire. Because the device was never fired, he opened the jaws of the device and they opened another like device and the new device worked fine. There were no patient adverse events and the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.